Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for peritoneal dialysis (pd). The patient was hospitalized for the peritonitis, on the same day. Therapies were discontinued, however the treatment was not reported. Twelve days later the patient was discharged from the hospital and the patient has recovered. This is report 2 of 6 for this event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). This report of peritonitis was received with no alleged device malfunction or use error. Therefore, a sample was not requested and the reported condition could not be confirmed. The cause could not be determined. Should additional relevant information become available a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd893305 and no exceptions were observed that were related to the reported condition.